Event description:
It was reported that the pt had a (B)(4) study in (B)(6) 2011 which revealed that her catheter was fractured. The nurse practitioner put normal saline in the pump and turned it to minimum rate. The pt's old pump and most of the old catheter were explanted. The spinal segment of the catheter was not visible in the back wound near the anchor; therefore the spinal segment was left within the pt. The pt was implanted with a new catheter (full length implanted) and a new pump. The managing nurse practitioner/physician ordered 4000 mcg/ml baclofen for the new pump. The caller contacted her office and stated that with the 4000 mcg/ml concentration, the pump could only run as slow as 192 mcg/day. The managing physician was "ok" with starting the pt at that dose. The implanter was not comfortable with that, so he wanted the caller to prime the internal pump tubing and catheter after the implant procedure, then turn the pump to minimum rate, and then have the managing physician decide what to do with dosing and concentration at her post-operative f/u visit. At the pt's post-operative visit, the caller programmed a 24-hour prime instead of a 24 minute prime. The caller stayed in the post-anesthesia care unit (pacu). The caller returned to the pt's bedside after 24 minutes, interrogated the pump, and realized the mistake because the pump indicated 23 hours and 36 minutes left of the prime bolus. The caller stopped the prime bolus and turned the pump to minimum rate. It was determined that the bolus had run so slow that essentially no drug had moved into the tubing yet and to reinitiate a 24 minute prime bolus. The caller then talked with the implanting physician about the mistake. A 24 minute prime of the internal pump tubing and full catheter (0.395 ml) was completed without incident and the pump was then turned to minimum rate. The pt did not experience any symptoms and recovered without any problems. She was then sent to "step down recovery" and discharged home that evening without any problems.

Manufacturer narrative:
(B)(4).